Manufacturer narrative:
An immucor technical support specialist reviewed the image result files. All three screening cells resulted as negative with a well score of 2. Visually, the wells appeared negative as expected. Control reacted as expected. The customer tested five known positive samples and expected positive results were obtained. No known negative samples were tested. The customer requested service. An immucor field service engineer performed the unexpected reaction checklist. No out-of-specification results were obtained. Qc passed. Four patient samples were tested on the groupscreen assay and expected results were obtained. The customer performed echo testing in parallel with the other echo using six samples (5 negative and 1 positive). The expected results were obtained. Instrument is performing according to specifications. No additional unexpected reactivity has been observed.

Event description:
A customer reported obtaining unexpected negative reactivity on the galileo echo instrument ((B)(4)) for a patient sample.